Event description:
A study was conducted of 378 patients that had underwent a laparoscopic sleeve gastrectomy (lsg) procedure between the dates of july 2005 and july 2011 to determine rate and management of a complication known as staple line leak (sll). 20 of the 378 patients experienced an adverse event following the use of the device. This complaint has been initiated to document patient one of two that experienced a surgical site infection and was subsequently administered antibiotics. More individualized information is requested but not yet received. The standard access to the peritoneal cavity was performed through a 5-port configuration. The surgical technique included the mobilization of the greater curvature of the stomach and the gastric transection starting approximately 5 cm from the pylorus using successive firings of 4.5mm high staples at the antrum and 3.5 or 4.5mm high staples at the gastric body and fundus toward the left diaphragmatic crus, depending on gastric thickness. A 36fr bougie was used to calibrate the gastric tube. The staple line was systematically reinforced with a running suture. This patient received a standardized postoperative care protocol including a patient-controlled analgesia delivering morphine and droperidol for the first 24 hours, protonpump inhibitors, and thromboprophylaxis. Upper gastrointestinal series with oral contrast (gastrografin) was performed on the first postoperative day (pod1). The patient was on a liquid diet from pod1 to pod15. Follow-up with the patient occurred at 1 week, 3 months, 6 months, 1 year and yearly after that. Reference http://www.ncbi.nlm.nih.gov/pubmed/24752161?dopt=abstract.

Manufacturer narrative:
(B)(4).